Event description:
It was reported that the pt underwent a tlif at c3-c6 using anterior cervical plate and screws. It was reported that the screw was not inserted deep enough at right c3. Therefore, the locking ring would not be placed. In order to implant the locking ring, the screw was not implanted at right side c3. The procedure was completed without further complications.

Manufacturer narrative:
(B) (4): the part of the suspect device was not identified, therefore, the MFR cannot determine the suspect device. This part is not approved for use in the united states; however, a like device for catalog# 9790313 and 9790311, 510k# k042922 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the MFR for eval. We are unable to determine the cause of the event.